Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the erbe generator screen was black. The user attempted to resolve the issue by moving the power cable to a different outlet, but the screen remained black. Technical services engineer (tse) reviewed the logs and found no related issues. Tse guided the user through removing and reinstalling the power cable, but the problem persisted. The tse suggested swapping the vision side cart (vsc) with another vsc, which the user did, and the system powered up without issues. The user proceeded with the procedure as planned.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe generator to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The part_name was analyzed and found to have a generator defect leading to a black screen/ screen could not turn on. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.